Event description:
It was reported that the customer had high blood glucose levels. Pump passed delivery system check. Customer is working with his health care professional on pump settings.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental from will be submitted.